Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for the irregular movement and thrombosis. It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. During the procedure, the clip was noted to deflect approximately 70 degrees toward the roof of the atrium when the m knob was turned. The m knob was returned to neutral and the device was removed and re-advanced to ensure that the device was properly keyed. The m knob was re-applied and it was noted that a clot was on the clip. The clip delivery system (cds) was removed immediately and the clot remained on the cds. Although the activated clotting time (act) was over 250, additional heparin was administered when the clot was noted. A second cds was used. One clip was implanted and the mr was reduced from grade 4 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis confirmed that the steerable sleeve functioned as intended; however, a bent actuator mandrel was identified. It is possible that there were procedural interactions (e.g. Patient anatomy and unintended curves on the device) which resulted in increased tension on the device and contributed to the user experience; however, this cannot be confirmed. Additionally, a definitive cause for the reported patient effect of thrombosis could not be determined. The patient effect of thrombosis is listed in the mitraclip system electronic instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.